Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: please confirm: the patient was only at risk for compromised wound healing and did not actually experience compromised wound healing. Is this correct? --yes was additional dissection required in other tissues other than the target tissue? If yes, please describe. --no was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. --no was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? --no what is the patient¿s current status? --stable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4: UDI: (01)gtin is unavailable therefore, the full UDI is currently not available. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were there any patient consequences? --may lead to compromised wound healing after leaving needle tip foreign body in patient's incision, extended surgery time by 20 minutes the following information was requested but unavailable: ¿ did any needle piece fall into the patient? If yes, ¿ was the needle piece(s) retrieved during the same procedure? ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? ¿ if not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm: the patient was only at risk for compromised wound healing and did not actually experience compromised wound healing. Is this correct? Was additional dissection required in other tissues other than the target tissue? If yes, please describe. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a spinal and lumbar fusion surgery on (B)(6)2024 and suture was used. During suturing of the surgical incision, the needle tip broke a few millimeters on the patient's incision muscle tissue. The suturing was immediately stopped, and the surgical incision was examined with a lateral x-ray machine. The personnel on stage searched for the needle tip together. The surgery was prolonged by 20 minutes. There were no adverse patient consequences reported. Additional information was requested.